Event description:
It was reported that the right atrial (ra) lead exhibited sudden high pacing threshold, low intrinsic amplitude and argon laser photocoagulation (alpc) failure. No other information was provided. The lead remains in service. No additional adverse patient effects were reported. Due to the limited information received, further follow-up to obtain related details was not possible.